Event description:
Customer reported that when the magnet pull cord is detached from the alarm there is no sound. The batteries were replaced with a new supply. The magnet cord fits secure on the alarm and there's no visible damage to the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found the unit powers up and was in the suspend mode, therefore no alarm sound. When the magnet was placed on the alarm the suspend mode reset and the alarm does sound when the magnet was removed. However, sometimes when the suspend button is pressed the suspend mode does not activate. The suspend button does not work properly. There is no visible damage to the unit. (B)(4).